Manufacturer narrative:
Reporting delayed due to getting the submitter and web trader accounts set up.

Event description:
Retropubic bleeding after prolapse repair and retropubic sling. Retropubic bleeding required embolization androgen surgery.